Event description:
Information received from the field notes that the patient had a near syncopal episode. The event record noted an intrinisic pr event at about 30-40 bpm. The ventricular autocapture longterm threshold record showed varying thresholds.